Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention on an unknown date wherein the ipg was explanted to address the issue.

Manufacturer narrative:
The reported event of replace generator soon message was confirmed. As received, the battery voltage was below the eri voltage threshold and the ipg had declared end of service (eos). A review of the ipg diagnostic logs revealed that the ipg was recovered on (B)(6)2020 after entering the service application. When the device recovers from the service app state, the data logs prior to the recovery are lost. An accurate estimate of longevity cannot be performed since patient programming history logs were erased due to the recovery. An ipg that enters the service application state can cause a higher battery capacity consumption that can deplete the battery faster than normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.